Manufacturer narrative:
The manufacturer spoke with the customer to obtain the suspect device. The customer will send the device out on 3/5/07. A follow up report will be submitted if the device is received for evaluation.

Event description:
Reportedly, the device was set to deliver a solution of lasix at a rate of 250ml/hr for 3 hours and it delivered the medication to the pt in 45 minutes. There was no pt injury.